Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 5th and 6th distal stent wraps with struts raised. Deformation was also evident from 13th to 26th distal stent wraps with struts bunched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel mostly likely due to hardened blood in the guidewire lumen. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a severely calcified, moderately tortuous lesion exhibiting 90% stenosis in the left circumflex (cx) artery. The device was inspected with no issues. The lesion was pre dilated several times using a euphora 2.0 x 15 mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used, however the device was pushed with a slight force. It was reported that the stent deformed in vivo during positioning/advancement and that it was difficult to perform delivery due to the severely calcified lesion the procedure was completed using another resolute onyx device of the same size. Post dilation was performed and the remaining stenosis was 50% after dilation. The patient is alive with no injury.